Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken air-in-line. Performed preventive maintenance. Based on the findings, service determined that the reported issue was due to damaged/cracked air-in-line sensor assembly. Device history record: a review of the device history record showed the device had a manufacture date of 28nov2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.